Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old male had broken skin and irritation under the electrodes. The patient's daughter stated the rash was gone because the patient removed the lifevest when the skin started to break. The patient's daughter stated that the patient has been wearing the lifevest for over 6 months and just started to have skin irritation. Follow up with the patient indicated that the rash had gotten better, but is still irritating the patient. The medical outcome of the patient is unknown at this time.

Manufacturer narrative:
Device evaluation: electrode belt sn (B)(4) was not returned to the manufacturer. There is no indication of a device failure associated with this event. Evaluation method: other. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.